Manufacturer narrative:
The reported event is inconclusive as representative lot samples evaluated are within specification and condition of the used sample is unknown. Visual evaluation noted 2 unopened magic 3 go catheters were received. Visual inspection noted that there was no punch or pull tab which does not meet specifications. The product was not used for patient diagnosis or treatment. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. 4. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. 6. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8. Wash hands." Corrections: d,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the intermittent catheters were not properly lubricated, as it looked like the lubricant had drained to one end, and when using them there was a certain amount of resistance. The patient stated that they had taken 1 catheter out of 2 more boxes, tried those, and found them the same, so they thought it might be a faulty batch. The patient stated that when opening the packaging, it seemed as though the lubricant had drained to one end to the end of the gripper and not the insertion end with the eyelets. There was no leakage, the lubricant had not drained out, it was just at the end of the packaging and patient wondered if perhaps this was due to how they were stored. Representative talked the patient through the possibility of simply upturning the packaging so the lubricant drains back down to coat the catheter as the lubricant was still in the packaging and was just gathered at one end. The patient agreed to have a go on manipulating the packaging in an attempt to coat the catheter with the lubricant again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheters were not properly lubricated, as it looked like the lubricant had drained to one end, and when using them there was a certain amount of resistance. The patient stated that they had taken 1 catheter out of 2 more boxes, tried those, and found them the same, so they thought it might be a faulty batch. The patient stated that when opening the packaging, it seemed as though the lubricant had drained to one end to the end of the gripper and not the insertion end with the eyelets. There was no leakage, the lubricant had not drained out, it was just at the end of the packaging and patient wondered if perhaps this was due to how they were stored. Representative talked the patient through the possibility of simply upturning the packaging so the lubricant drains back down to coat the catheter as the lubricant was still in the packaging and was just gathered at one end. The patient agreed to have a go on manipulating the packaging in an attempt to coat the catheter with the lubricant again.